Event description:
Baxter received a report from a sales representative about a smoke emission during the use of a homechoice pro machine. The patient was connected to the cycler and after a while, he noticed a smoky smell and smoke emission from the instrument and turned it off. No injury or medical intervention was reported.